Manufacturer narrative:
This device is used for therapeutic purposes. Patient code: no known impact or consequence to patient (B)(4), device code: device operates differently than expected (B)(4), the product analysis found that on arrival, the device would not boot up. Therefore, the reported issue could not be confirmed at that time. On further analysis, it was noted that the muting jack was broken and the touch screen was scratched. The display board, cf board, muting board, and touchscreen were all replaced. The software was upgraded to the current version. The item then passed all manufacturing specifications. It was also noted in the analysis that the customer did not return the patient interface cable, which could be a potential source of the issue he experienced.

Event description:
It was reported that the mainframe was ¿not responding to feedback.¿ there was no injury reported. The complainant stated that he had no other information about the event.